Event description:
Customer reported blood glucose results of 284 mg/dl and 137 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Customer report he discarded the strip vial upon finding loose desiccant beads in the container. Replacement was sent.